Event description:
I used an icy hot heat therapy patch on my hip to reduce arthritis pain and the next day, when I removed the patch, I had a burn on my hip resulting in pain and blistering. It healed ok, but I wouldn't think this type of product should cause blistering burns. Dose or amount: 1 patch, frequency: for 8 hours daily, route: cutaneous. Dates of use: off and on, 2 1/2 weeks in 2008. Diagnosis or reason for use: chronic pain. Event abated after use stopped or dose reduced? Yes.